Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient's trial started on (B)(6) 2024. It was reported that the patient was experiencing a communication issue between the controller and ens. They were unable to communicate. Troubleshooting performed included following the troubleshooting tab. The cause was not known. It was unknown if the issue had been resolved. Additional information was received from the patient on 2024-jun-23. They reported that they were still not able to access the my therapy app due to system errors, but that their symptoms were still greatly improved. Support link attempted to troubleshoot, but they were still not able to communicate. On 2024-jun-24, it was reported that the patient's programmer was not working, but their symptoms were greatly improved. Additional information was received from the patient stating that they got the device on (B)(6) 2024 and they returned it to their doctor on (B)(6) 2024. They stated they have no idea what the serial# is. When asked what the software app version was, they replied that they have no idea. They mentioned that when they were trying to make changes, the phone kept showing the message "system error. Therapy may have stopped. Contact your clinician." They also stated that it was a one week temporary test unit. When asked for the cause of the issue the patient stated, "how would I know, no one else could figure it out". As resolution, they called their doctor and manufacturing representative (rep) and no one could fix it. They stated that they no longer have it [the device]. The cause of the communication issue was stated to be "bad device". When asked about the resolution, they stated that they "no longer have it [the device]. It was a temporary test". The current status of the device was that it was returned on 2024-jun-25.